Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-00487. It was reported the leads had migrated. The issue was confirmed via x-ray. In turn, both leads were explanted and one was replaced to address the issue.